Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and the check valve was found to be broken and separated. The reported condition was verified. The cause of the reported condition was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo blood/solution infusion set was broken near the one-way valve. This event was discovered at the hospital before patient use. The customer started over with new supplies to resolve the issue. There was no patient involvement. No additional information is available.